Manufacturer narrative:
(B)(4).

Event description:
About a year ago the pt had run out breakthrough pain medication and experienced a return of excruciating pain. No alarms were noted. The pt was not scheduled for a refill for another week. Increased doses were not effective in helping with the pain. Recently, it was noted that the pain got worse after a 20 hour virus. The pt was supplementing with oral medications. An MRI was performed two weeks ago and a mass was seen on the patient's spine. The pt was referred to a neurosurgeon. The pt indicated that the pain in her legs was excruciating and she had to take more oral medications for breakthrough pain. The pt was also experiencing anxiety, sweating, and spasticity in her face. It was noted that the healthcare professional was also decreasing the patient's anxiety medication. The pump was used to deliver dilaudid and compounded baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.